Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported single leaflet device attachment (slda) was due to the pre-existing patient anatomy. The reported unexpected medial intervention was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 5 mixed tricuspid regurgitation/flail anterior leaflets, thin leaflets, tethered septal leaflets, and the gap for a triclip procedure. During the procedure, a single leaflet device attachment (slda) occurred and the clip was no longer attached to the septal leaflet and was stable on the anterior leaflet. Per the physician, the slda was due to the septal tethering and the large gap (6mm). Additional clip was implanted posterior to slda clip for stabilization. The tr was reduced to grade 3 post procedure. There were no clinically significant delays or adverse patient sequela reported.